Event description:
It was reported that the patient had an infection and the entire implantable neurostimulator system was to be removed. The infection-causing organism was not provided. During the week of (B)(6), 2011, the patient was placed on "stronger antibiotics" in order to determine if that would have an effect on the infection. The patient was to have a follow-up appointment with the physician on (B)(6), 2011. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that perioperative antibiotics were administered. The infection was located at the device pocket, and a culture was obtained. The results of the culture were not provided, but it was reported that the patient did not have meningitis. Symptoms of the infection included redness and drainage. Oral antibiotics were administered and the infection resolved.